Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that the balloon did not deflate in the vessel despite a strong negative pressure was continued to be applied. When the balloon was slightly deflated, the balloon was retrieved out of the patient's body. The procedure was completed successfully. There was no report of patient harm or injury.